Manufacturer narrative:
Philips technical support (ts) was able to remotely assist the customer and confirm the reported problem. To resolve the issue, the customer was advised to exit any patients and reboot the system on a regular basis. The device remains in use at the customer's facility.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. (B)(6).

Event description:
The customer reported that the sweep speed on the boom appears higher than the sweep speed in the control room. The heart rate reading is not accurate, the ECG is getting dragged only inside the lab. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.